Event description:
Account reported they obtained results above the measuring range for vancomycin that repeated lower. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.